Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what all troubleshooting steps were used to open the device? How many times was the manual release lever activated? What is the surgeons experience with this device? What is the current patient status?

Event description:
It was reported that during an endoscopic resection of the right upper lobe of the lung procedure, the jaw could not open after the device fired with the blue reload, treating the lung fissure. The manual release lever didn¿t work. The operation was converted to open to remove the device. The surgeon used hand sewing to complete the procedure. There was no report on the patient's current condition. The patient has lung cancer. Information will be updated when available.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what all troubleshooting steps were used to open the device? The firing trigger could not be pressed and the manual release lever didn¿t work. How many times was the manual release lever activated? Unk. What is the surgeons experience with this device? Experienced. What is the current patient status? In stable condition. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No manual switch issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process